Event description:
We became aware of a broken tip on a poly extractor in one of hospitals consigned instrument sets. This device had been purchased new in the past year and only used a handful of times at the most due to a low volume of hip revisions at this account. Looking for a credit from depuy to replace broken instrument.

Manufacturer narrative:
Reported in error, no past reports of this malfunction.

Manufacturer narrative:
Upon further review of the product/lot database another reportable event was discovered. Examination of the returned item confirms the observation; the tip broke off and is missing. The root cause is attributed to misuse; not taking care manipulating the extractor when engaged. The vendor date code of (B)(4) indicates the instrument was manufactured in july 2012. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.